Event description:
Caller states, the patient tested 1.5 inr on coaguchek system 1 and 2.0 inr on coaguchek system 2. Coumadin decreased due to result of 2.0 inr, however, no adverse event was reported. Requested return of suspect system and replacement was sent. Comparison performed in a medical facilty.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek system 2.